Event description:
On october 29, 2006 the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter was set to the incorrect unit of measurement. The medical affairs specialist (mas) spoke with patient on november 6, 2006 to obtain additional information included below: the patient tested with the reported meter, in the night, with no difficulty and received a result in mg/dl. The patient did not have the meter with him to check the result obtained and he did not recall the result he received. The next morning, at 6:00 am, the patient followed his usual regimen and took his usual am dose of lantus insulin prior to testing his blood glucose level. He attempted to test with the reported meter a couple hours later and was unable to obtain a result. He told the mas the meter screen "just went blank." At 10:00 am the patient was acting confused and making some jerking movements. His friend took him to the ER where a result of 40 mg/dl was obtained on the ER meter. The patient was treated with orange juice and kept in the ER until his blood glucose leve\l was 136 mg/dl. He was discharged to home. At home he attempted to troubleshoot the reported meter on his own and discovered the meter was set to mmol/l instead of mg/dl. The patient told the customer care advocate (cca) the meter had received no trauma and it read in mmol/l for the first time the next day. The patient had not changed the meter unit of measurement. The cca confirmed that the meter was set to mmol/l instead of mg/dl. The meter, test strips, and control soluition were replaced. The complaint is reported because the patient was unable to test with the meter. He experienced symptoms that suggested hypoglycemia, a hypoglycemic reading was obtained in the ER, and the patient was treated with orange juice.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.